Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation following a motor vehicle accident. An sjm representative was unable to restore desired stimulation with reprogramming. Diagnostics revealed high impedance values for the scs lead(s). X-rays revealed the model 3186 scs lead has migrated. As a result, surgical intervention regarding the migrated lead will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the patient's 3186 lead. In addition, it was reported the lead was fractured. Therapy was restored post-operative.